Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage resulting in particulate in the solution container. The tubing set was being used to deliver between 100ml of an unspecified medication with 20meq of potassium chloride, at an unspecified rate, via a plum pump. At an unspecified time, the piercing pin of the tubing set was inserted into the port of an unspecified solution container to deliver the first of two solution containers. The customer contact reported that the first solution container was pierced without difficulty. After an unspecified length of time, the first delivery was completed. It was reported the piercing pin of the same tubing set was inserted into the port of the second solution container. After an unspecified length of time, the delivery of the second solution container was complete. At this time, it was reported that the nurse noted a fragment of the tip of the piercing pin was floating in residual solution in the second solution container. The customer contact reported that the therapy was complete; therefore, the tubing set was not replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.